Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 15 prior similar events. Visual inspection of the bone pin confirmed that it was broken. When looking at the broken portion there was elongation on one side of the bone screw and contraction on the other, indicating that the screw head was likely bent prior to breaking. Once the screw head is bent it has yielded this portion of the screw and is now subject to breaking from significantly lower torques. We were able to confirm if there was a relationship established between the reported event and the device. The malfunction was likely due to mechanical component failure.

Event description:
It was reported that after removing a bone pin from the patient, the scrub tech grabbed it out of the pin driver, and the head of the pin snapped off. There was no patient impact as the procedure had been completed already. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.